Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), experienced additional pain for the past month. The patient consulted their pain healthcare provider, who prescribed medications that did not alleviate the pain. The healthcare provider suggested contacting medtronic to verify if the area experiencing pain was activated on the stimulator. The patient was redirected to their healthcare provider for potential reprogramming of the device. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep). It was reported that there were impedances, they do not know the values or whether it was high/low/shorted - they just know that the contacts were orange and that they are not to use them in that case. A return of pain was noted. Patient reports he fell walking his dog approximately one month ago. Since that time his pain has resurfaced. Impedances were noted on contacts 8 and 10. Rep performed reprogram and notified md. Md came into the room at this time to discuss with patient next steps. The md advised that the patient wait one week to see if the reprogramming helped, and if it does, then we don¿t need to do an x-ray. Rep received call today from patient that he is still having pain. Rep spoke to md and they are going to order an x-ray. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.